Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for critical pump error with a big red cross. Customer¿s blood glucose was 252mg/dl at time of incident. Troubleshoot was not performed for the critical pump error. Insulin pump to be return for analysis and need to be replaced.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) alarm noted during testing. No moisture damage on electronic or motor assembly noted. Device was received with corroded battery tube.